Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device unique device identification (UDI) is unavailable. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system and viewing station of the imaging system could not establish communication when starting up. There was no patient present when this issue was identified. No additional information was provided.